Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. When making connections for rinseback at the end of a routine hemodialysis treatment, the tip of the rotating luer connector on the venous pt line broke. The operator did not perform rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to a broken connector. The exact cause of the broken connector is under investigation. The rotating luer connectors are used throughout the dialysis industry. The connector may break if excessive force is applied when connecting or disconnecting. No other similar reports for this lot of cartridges. This appears to be a random. Isolated event. Nxstage will continue to monitor as part of the routine complaint process. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.